Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose even after changing set several times. Customer's blood glucose was 400 mg/dl. Customer previously called helpline and troubleshooting was performed. It was found that insulin pump was working as designed. Customer was advised to contact healthcare professional.